Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Feel foreign object - vagina [foreign body in reproductive tract]. Bloated feeling [abdominal distension]. Stinging sensation - vagina [vulvovaginal pain]. Stinging sensation - tampon [medical device site pain]. Uncomfortable - vagina [vulvovaginal discomfort]. Uncomfortable - applicator [medical device site discomfort]. When removed...tampon string snapped, unraveled [device breakage]. Uncomfortable when put tampon in [complication of device insertion]. Case narrative: consumer reported via phone that the tampon string snapped and unraveled. No serious injury was reported.

Event description:
Feel foreign object - vagina [foreign body in reproductive tract]. Bloated feeling [abdominal distension]. Stinging sensation - vagina [vulvovaginal pain]. Stinging sensation - tampon [medical device site pain]. Uncomfortable - vagina [vulvovaginal discomfort]. Uncomfortable - applicator [medical device site discomfort]. When removed...tampon string snapped, unraveled [device breakage]. Uncomfortable when put tampon in [complication of device insertion]. Case narrative: consumer reported via phone that the tampon string snapped and unraveled. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Feel foreign object - vagina [foreign body in reproductive tract] . Bloated feeling [abdominal distension] . Stinging sensation - vagina [vulvovaginal pain] . Stinging sensation - tampon [medical device site pain] . Uncomfortable - vagina [vulvovaginal discomfort] . Uncomfortable - applicator [medical device site discomfort] . When removed...tampon string snapped, unraveled [device breakage] . Uncomfortable when put tampon in [complication of device insertion] . Case narrative: consumer reported via phone that the tampon string snapped and unraveled. No serious injury was reported.